Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that his son has been having high blood glucose and that the insulin pump does not appear to be functional. The patient's blood glucose at the time of incident is unknown, though at the time of call it was 173 mg/dl. The father stated that his son felt nausea as a result of the hyperglycemia. The father mentioned that the insulin pump was not delivering insulin, and that despite bolus attempts the customer's blood glucose would not decrease. Troubleshooting was initiated to inspect the insulin pump and there were no apparent anomalies noted. A high pressure test was performed but the tubing clamp would not block insulin delivery, and it could not be determined whether or not the no delivery alarm functioned or not. The insulin pump may be returned for analysis and a tubing clamp was shipped to the customer in order to run the high pressure test.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to faulty force sensor resistor. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.